Event description:
Received info, the pt and physician felt there was a loss of therapeutic stimulation once the battery was at 50-75%. Device was implanted over 6 months ago and the pt has high settings in terms of amplitude and pulse width. Pt currently has to recharge every day due to the feeling of loosing stimulation. Impedances readings are okay. Pt out come is reported as no injury. If add'l info becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).